Event description:
A user facility reported during an intraocular lens (iol) implant procedure, the haptic had complete separation from the optic upon delivery of the lens. The lens was removed and replaced with an unknown model lens. The lens was placed in the sulcus as a result of a compromised capsular bag. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. A completed questionnaire has not been received. There have been no other complaints reported in the lot number. (B)(4).